Event description:
It was reported that on the (B)(6) 2022 we faced another issue with staplers from this lot# for 1 patient. The staples were impossible to fire. It happened with 3 staplers in a row for this patient.

Manufacturer narrative:
Qn#(B)(4).the device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 36 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. Containment actions and corrections to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site. The manufacturer will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on the (B)(6) 2022 we faced another issue with staplers from this lot# for 1 patient. The staples were impossible to fire. It happened with 3 staplers in a row for this patient.